Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomérieux to report a misidentification of enterococcus faecium (vre) as enterococcus gallinarum/casseliflavus in association with the vitek® 2 gram-positive (gp) identification (ID) test kit. The isolate was processed three (3) times via vitek® 2 gp ID; the first two times resulted in unidentified organism, the third obtained a low discrimination enterococcus gallinarum / enterococcus casseliflavus. The isolate was sent to a reference laboratory where a result of enterococcus faecium - vancomycin resistant was reported. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. Culture submittal was requested from the customer for biomérieux investigation testing. Biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) had contacted biomérieux to report a misidentification of enterococcus faecium (vre) as enterococcus gallinarum/casseliflavus in association with the vitek® 2 gram-positive (gp) identification (ID) test kit. It resulted twice as unidentified and when repeated a third time, vitek 2 gave a low discrimination enterococcus gallinarum/ enterococcus casseliflavus identification. The isolate was sent to a reference lab and resulted in an identification of enterococcus faecium- vancomycin resistant. On (B)(6) 2017, it was confirmed that the strain in question was a neqas strain (distribution 3926 specimen 3250, enterococcus gallinarum) that has already been investigated and closed. The results of that internal biomérieux investigation are summarized below. The organism was subcultured on cba media and coh media, tested with 16s sequencing, vitek ms, and on vitek 2 with four (4) different lots of gp cards(customer lot and three (3) other lots). 16 s sequencing gave an identification of enterococcus gallinarum 100%, so intended neqas result was confirmed. Vitek ms identified the isolate as enteroccus gallinarum, 99.9% for the gp cards tested in-house, five (5) of eight (8) tests gave a low discrimination result between enterococcus gallinarum and enterococcus casseliflavus, with one (1) test against cdex for e. Gallinarum. Three (3) of the eight (8) tests gave excellent identification to enterococcus gallinarum(98%). The vitek 2 gp ID card performed within specifications for this isolate.